Event description:
On (B)(6)/2009, patient reported, he was in the process of inserting a new insulin cartridge when insulin spilled out of the cartridge and into the infusion device's cartridge chamber. He stated, the old cartridge was already out and he was installing the new one. Patient reported, the plunger of the cartridge stayed stuck on the piston rod. Instructed him on how to remove the stuck plunger. He said, he did not have the backup infusion device set up yet so he wanted to still try to use the primary infusion device. Advised he dry it well. Advised if he chooses to use the primary device, he will want to monitor his readings carefully. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.